Event description:
It was reported to philips that the system was unable to boot into the clinical application. No harm was reported to philips. Philips has started an investigation of this complaint.